Event description:
It was reported that episodes of noise were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the noise was alleged to be due to the right atrial (ra) and right ventricular (rv) leads, not the device.